Manufacturer narrative:
Per investigation conducted by the manufacturing site: result of investigation: the device in question was not returned. Therefore, a technical inspection is not possible. Based on the customer's description of the fault, the breakage of the ceramic beak was most likely caused by the inner stem being pulled out of the outer stem at an angle. When the inner shaft is pulled out of the outer shaft at an angle, this pushes the ceramic against the outer shaft, which can lead to breakage. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Customer will not return the device to us for evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID(B)(4).

Event description:
It was reported that during a transurethral resection prostate procedure on aug-30-2024, the ceramic piece fell apart and fell into the patient. The physician had to physically remove the piece from the patient. There was no harm to the patient or physician reported. However there was a delay of about 15 minutes. The procedure was successfully completed with a back-up, and there was no prolonged hospitalization.